Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue related to the battery of a e360 ventilator. The ventilator was not on a patient at the time of the event. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.